Event description:
It was reported that a pump was alarming for a system error 105. There was no patient incident.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom system error 105 was confirmed and reproduced. It was caused by sheared motor mount screws. As a result, the motor assembly was replaced.